Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp, and no repair information nor status of the iabp has been received; however, a getinge field service engineer (fse) was dispatched to the customer's site to performed a schedule preventative maintenance (pm) and completed the pm with all calibrations, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Device not accessible for testing: device is not accessible for testing due to the customer not requesting repair service. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was switching to pressure trigger. The customer had tried multiple cables and patches. In addition, the customer tried switching to semi auto and changing leads, then back to auto to see if the pump would remain in ECG, but immediately it switches back to pressure trigger. The patient was stable, and pressure trigger was adequate. The help support from getinge advised that they can continue to monitor this way, or they could consider changing pumps. The pump will be reported to their biomed department. There was no harm or injury to the patient and no adverse event was reported.